Event description:
The pt experienced increased baseline pain and a return of her symptoms. She noticed this change after mopping and sweeping. She was "unable to go up higher to use for pain control with her back." The pt intended to meet with her healthcare professional and a MFR's representative to address the issue. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). Reason for the late MDR due to implementation for process improvement.